Manufacturer narrative:
(B)(4). Date sent: 05/20/2025. D4: batch #unk. Investigation summary: this is an analysis of four photos submitted for evaluation. During the visual analysis, the following was observed: the first and second photo shows a tyvek from top view, code plee60a lot: c9ek3n. (Exp. Date: 2027-06- 30). The third and fourth photo shows a device 60 mm from top view, with a blue reload present with the sled partially advanced, and also, a spring can be seen. Based on the photos the event described is confirmed; however, no conclusion or root cause could be determined. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a lap nephrectomy procedure, it was observed that the stapler device locked out during wrong load shooting. The stapler was removed and another like device was used to complete the procedure but the team chose to do the procedure in an open manner. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/12/2025. D4: batch # unk. Additional information was requested, and the following was obtained: - was the firing sequence started but not completed? If yes: yes. - did the device deliver any staples? Yes. - if so, were the clamps formed correctly? Yes. - if so, was the staple line complete? No. - did the device cut off? Yes. - if so, was the cutting line complete? Yes. - if so, was there a problem with the cut-off line? No. - was there any difficulty opening the grips of the device? Yes. - was the decision to convert to an open procedure due to the device? It was not a personal decision of the surgeon. - was the decision to convert to an open procedure due to the device? It was not due to the device. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch #c9ek3n, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.